Manufacturer narrative:
Correction:evaluation summary: one device was received for evaluation. A review of the lot number reported indicates that the product was within the assigned expiration date at the time of the reported incident. Visual inspection found the device jaw was returned with the jaw closed. The investigation found the knife blade was stuck on eschar build up, which prevented the jaw from opening. The knife trigger was pressed to release the knife blade from the eschar build up. The jaws were able to open and close properly once the knife blade was retracted to its home position. The device was than activated was activated ten times on a saline soaked towel with satisfactory results. All seal cycles were completed satisfactorily and end tones were heard indicating completed activation cycles. The investigation identified the root cause of the reported event to be user error for improperly cleaning the device. The instructions included with this device lists measures to take for adequate cleaning during use. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Evaluation: the incident sample was requested but to date has not been received for evaluation. If the sample or additional information pertinent to the incident is obtained, a follow-up report will be submitted. If information is provided in the future, a supplemental report will be issued.

Event description:
The customer reported that during a laparoscopic surgery for prostate cancer, a sealing incomplete error was indicated. The jaws also did not open after cutting. There was no patient harm, and a new device worked fine. No tissue damage or bleeding resulted from the issue.